Event description:
The device rendered a shock advised decision and stand clear prompt. Reportedly, the device immediately aborted defibrillator charge and displayed charge removed. This was said to have occurred with the next two sequential shock advised decision. An als crew arrived on scene and used their manual device to deliver defibrillator therapy to the pt. The pt was no resuscitated.